Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9106731. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen needles are not delivering insulin during use with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that pen needles are not dispensing the insulin. Spouse of a consumer reported insulin jams does not do anything, she changes the needle. He uses the victoza, all together 6 from the box did not dispensed the insulin. Sample discarded. Occurence: 5 times, on an unknown date.